Manufacturer narrative:
Insufficient drive of disposable - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In additional, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Event description:
It was reported that during set up for a gynecological procedure, the device was not rotating constantly and not driving the disposable hand piece. A different motor drive unit was used to successfully complete the procedure with no adverse patient consequences.